Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. The pump was received with no frozen screen, ramping numbers on their own or scrolling bar moving anomaly. The pump was received with scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 463 mg/dl. The customer treated the high readings with a shot. The customer stated that the buttons were unresponsive and it froze for a moment. The customer stated that she put in her carbs and the numbers kept scrolling. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.